Manufacturer narrative:
Device evaluation summary: during evaluation the blade was plugged into test monitor and powered on. Could not confirm piece missing, however blade is splitting along seam. Sealant is also coming out of seam. No other problems. Blade is less than 1 year old. Customer blade already replaced. Service complete.

Event description:
Customer reported, that during inspection of the glidescope gvl 4, a plastic piece was broken off at the end of the blade. No patient harm reported.